Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is filed on august 23, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently, the patient was placed under general anaesthesia and underwent skin revision surgery on (B)(6) 2016 to remove the excess skin and replace abutment.